Manufacturer narrative:
The report of thrombus could not be confirmed. The device was not returned for evaluation. The instructions for use lists thromboembolism as a potential adverse event that may be associated with the use of the paracorporeal ventricular assist device. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on (B)(6) 2016 stating that the device is not in their possession and may have been unintentionally discarded.

Manufacturer narrative:
The referenced previous rvad exchange was reported under medwatch MFR report #2916596-2016-00008. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 81 days. The rvad pump is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a right paracorporeal ventricular assist device (pvad). It was reported that the patient was admitted to the emergency department on (B)(6) 2016 with shortness of breath and a pulmonary embolus was confirmed. Thrombus was observed in the pump. The patient's inr was 2.5 and had been therapeutic. The patient was started on a heparin infusion. An echocardiogram showed that the right ventricle was severely depressed; the left ventricle was normal at 50%. The rvad pump was exchanged. No additional information was provided